Event description:
The customer reported that following a radiology procedure on 4/9/99, a size 2 vasoseal vhd collagen plug was deployed in the pt's right groin. Approx 5 hrs post deployment, oozing was noted at the puncture site and the dressing was changed. Three days post deployment, a ridge was noted at the puncture site and the pt's temperature had elevated to 100.2 degrees and the pt's white blood count was 5.2. On 4/13/99, another procedure was performed on the pt using the opposite (left) groin. At that time, the pt's right groin was swollen and red. Following the second procedure, the right groin was assessed and a culture was drawn. The results of the culture were positive and IV antibiotics were administered to the pt. No further complications were reported.